Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that suture placement in the right common femoral vein was performed with two proglide devices using the pre-close technique prior to an 18mm amplatzer amulet left atrial appendage occluder procedure using a 14f amplatzer torqvue 45x45 delivery sheath. No femoral imaging was performed prior to the procedure. The patient was anti-coagulated. Reportedly, the physician believed that during the venous access attempt, the artery may have been punctured. There appeared to be a hematoma forming; however, it could not be confirmed as it was difficult to assess or palpate due to the delivery sheath, intercardiac echo and arterial line. The device was implanted. The sheath was upsized to an 18f and the amulet procedure was completed. Hemostasis was achieved with the two proglide sutures. Post procedure, while manual compression was being held per standard practice, a hematoma was noted at the right groin. The hematoma was treated and resolved with continued manual compression. Approximately an hour post-procedure, the patient appeared to have an unconfirmed stroke and seizure. The physician believed that both were reactions to medication. The patient was given tnk [tenecteplase] for the stroke. It is unknown what treatment, if any, was administered for the seizure. There was also bleeding at the groin access site, although it was believed that the bleed was from the artery and not the venous site as there were no issues deploying the proglide devices. The bleeding was treated with manual compression and dressing. In recovery, the patient coded and was not able to be revived. The patient died on 08/06/2024. It is the physician's opinion that the death was not related to the use of the closure devices. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. The reported patient effects of hematoma, cardiac arrest, hemorrhage, and tissue injury are listed in the perclose proglide instructions for use, as known patient effects of use with suture mediated closure device procedures. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue and reported patient effects, and the relationship to the product, if any, cannot be determined. Treatments are related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.